Event description:
On (B)(6) 2012 customer reported that during maintenance on the lxi 725 instrument fluid was discovered by reagent probe a in the reaction wheel. Customer stated that they did not observe the probes leaking during priming. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and did not observe any active leaks, nor could the leak be duplicated. Fse performed preventive maintenance by replacing the wash collar, vacuum tubing 234, and the vacuum valve. The service activity performed was verified to meet the specified requirements per established procedures.

Manufacturer narrative:
(B)(4).